Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2015 with the following findings: the display was found to be dim and pink. Unrelated to the initial complaint, the battery compartment was found to be cracked below the bumper pad. There was no damage or peeling to keypad, however, the contrast key was found to be intermittently unresponsive to testing; the ok, up and down keys were working when tested. The keypad was removed for further investigation and contamination was found under the contrast key contact. The returned battery cap was used for testing and was able to be fully tightened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).